Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "over the course of two days the inpatient unit reported six events with carefusion microbore set extension epidural anti-siphon valve yellow striped tubing #30893. Leakage was at the distal end of the tubing right before the tubing gets bigger on the male end. The patient had two epidurals-thoracic and lumbar. One was identified first and changed out and then the other was noted to also be leaking in the same spot. Review of the patients with epidurals on the floor found two other tubing leakage. Recently, another epidural tubing leaking at filter was found. No packaging was saved with the six events. All stock from units lot# (17056659 and 17125488) pulled and replaced with new lot#. There has been a report that the other system facilities have had the same leakage problem with this tubing, so all lots of 30893-07 are in quarantine with a substitute being brought in. Per hospital, the manufacturer sent shipping labels for return and assigned numbers to the cases." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "over the course of two days the inpatient unit reported six events with carefusion microbore set extension epidural anti-siphon valve yellow striped tubing #(B)(4). Leakage was at the distal end of the tubing right before the tubing gets bigger on the male end. The patient had two epidurals-thoracic and lumbar. One was identified first and changed out and then the other was noted to also be leaking in the same spot. Review of the patients with epidurals on the floor found two other tubing leakage. Recently, another epidural tubing leaking at filter was found. No packaging was saved with the six events. All stock from units lot# (17056659 and 17125488) pulled and replaced with new lot#. There has been a report that the other system facilities have had the same leakage problem with this tubing, so all lots of 30893-07 are in quarantine with a substitute being brought in. Per hospital, the manufacturer sent shipping labels for return and assigned numbers to the cases." An incomplete date of event of (B)(6) 2018 was provided. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked at the distal end was confirmed. No anomalies or damage were observed upon initial visual inspection. Functional testing was performed and a leak occurred at the engagement between the microbore tubing and the male luer adapter. Inspection under magnification revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause of the tubing leak is unknown.